Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements at routine follow-up. An x-ray was performed showing subclavian crush. A revision procedure was subsequently performed wherein the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed a complete lead with appropriate terminal pin setscrew markings. The laboratory technician reported a visual anomaly on the outer coil of the lead body, approximately 23cm from the terminal pin. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break at the same location as the previously mentioned visual anomaly. X-ray imaging and the conducted analysis was indicative of a cycle fatigue fracture.